Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire fractured approx. 54mm proximal of weld site. Proximal section of j stiffener wire measures approx. 33mm and has migrated down lead body approx. 58mm proximal of weld site. It appears that entire j stiffener wire was received with alll recorded measurements adding up to approx. 87mm.

Event description:
Device analysis is provided.